Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in 2010 and an unknown gynecare product and an unknown non-gynecare product were implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/16/2015. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent vaginal vault suspension, posterior repair, cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection, mixed urinary infection, vaginal vault prolapse, incomplete bladder emptying. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.